Manufacturer narrative:
A5: ethnicity and a6: race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 54 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Underlying medical history was not shared. The team found that after pump insertion the pump failed to start. The team saw the automated impella controller to alarm for the stop, and despite all re-start attempts, the pump failed. As such, the pump was explanted and replaced by a new cp pump. In addition to the new cp that patient was placed on the right sided impella rp flex. The second cp supported until the patient was placed on extracorporeal membrane oxygenation (ECMO). The impella cp device was exchanged for impella cp without any observed impact on the patient's hemodynamic status.